Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump screen went black, pump would not turn on and an unspecified malfunction occurred after customer fell and pump hit the ground. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 300 mg/dl.